Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that a pt presented with chest pain and shortness of breath. A cardiac cath was performed and hemopericardium was noted. A filter fragment was discovered to have traveled to the anterior pericardial space with presumed myocardial perforation. The ivc ID was reported to be "normal size." There was no clot in the filter. Neither the filter nor the limb has been removed. There was no filter migration or tilt. Further follow up indicates pt's current status is unk.